Event description:
It was reported that the gastrointestinal videoscope displayed dot-shaped noise in the image. The event occurred during setup and inspection prior to use. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a root cause could not be identified. It was likely that the noise in the image was caused by corrosion of the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.